Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for right ventricular (rv) lead and right atrial (ra) lead impedances out of range. It was stated that the ra is not a boston scientific product. Noise was also seen on the ra channel. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for right ventricular (rv) lead and right atrial (ra) lead impedances out of range. It was stated that the ra is not a boston scientific product. Noise was also seen on the ra channel. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead was explanted. No other device was implanted since it was determined that this patient no longer needed therapy treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. If pertinent information is provided in the future, a supplemental report will be submitted.